Event description:
The patient's dad claimed that the patient has had unexplained low blood glucose for the last 4 days. Reportedly from (B)(6) 2011, the patient's blood glucose ranged from 481 to 52 mg/dl. On one occasion, the patient's dad treated the patient with 15 grams of carbohydrate. During troubleshooting, it was discovered that the date/time defaulted to the factory setting after a battery change. The pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. The issue is not likely to cause an adverse event. In addition there were other factors that may have attributed to the alleged low blood glucose reading. The patient reportedly started school this week. The patient's blood glucose may have been affected by not being able to eat snacks as often. Less food coupled with a more sedentary classroom environment and required active recess schedule may be the cause of the patient's lowered blood glucose. The animas pump was requested to be sent back for investigation. This complaint is being reported because the patient reportedly received medical treatment suggestive for acute complication of diabetes while on pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission 11/15/2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The pump displays the "verify" screen after it is rebooted and the time and date must be set to confirm the "verify" screen. The issue is not likely to cause an adverse event. The pump was exercised for 29 hours with no delivery issues occurring. Unrelated to the complaint, evaluation revealed that the audio alarm feature was not functioning due to a cracked solder. Investigation confirmed that the vibration alarm feature was still functional. The alleged malfunction is not likely to cause an adverse event because the vibration alarm mechanism still functions and will still alert the user should the pump emit an alarm.